Event description:
An endeavor resolute rx drug-eluting stent, length 30mm, diameter 2.75mm was intended to treat a lesion in a pt. It was reported that the stent became damaged during use in the pt. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Eval codes: failure to deliver stent, stent deformation. Root cause unk. Eval summary: the device was returned to medtronic (B)(4) for eval. The stent was positioned on the balloon between the inner shaft markers and balloon pillows as per specifications. Some crown overlapping and movement was noted to the sixth and eleventh proximal stent segments and the tenth distal stent segment.